Manufacturer narrative:
The report indicates the use of a qualified cartridge and handpiece. The report also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with decreased visual acuity following multifocal intraocular lens (iol) implant. Additional information is requested.